Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient presented to the emergency room for inappropriate atp and hv therapy. Post-sensed t-wave oversensing was noted on the stored egm. The device was reprogrammed. Patient condition was good.